Event description:
1. There have been multiple occurrences where the tourniquet disengages from the patient's arm after being secured, which appears to be attributable to the thinness of the material. 2. There have also been noted instances where the tourniquet tears during application when wrapped around the patient's arm. 3. Feedback from patients indicates that the tourniquet causes skin chafing upon application.

Event description:
Additional information received on 9/29/2025 for report mw5172870. Findings of the investigation: this complaint was sustained as category ii. In addition to the summary above, the submitter noted, via email correspondence, that they have always had problems with this tourniquet product quality since it was implemented as the standardized item in the catalog. They reported that there have consistently been issues with this product, including: several instances where the tourniquet slipped off the patient's arm once tied due to the thin material. Difficulty securing the tourniquet tightly while care was being provided. The tourniquet catching on the patient's skin once applied. Patients' complaints regarding discomfort after the tourniquet was placed she also noted that no one from their department had contacted the manufacturer to file a complaint. She noted a preference for bd brand tourniquet (part number 367203) that had thicker material and did not tear easily according to her staff. However, there are no pictures available of any of this defective brand/product. Action taken to correct existing deficiency: the FDA maude database shows one previous report filed within the last five year: lot number: y23500006, event date 06/30/2024 with report# mw5164232 noting "product deficiency issue and patient safety concern". In the last 5 years, there have been no other pqdrs or mmqc messages related to a similar problem with this product. Action taken to preclude recurrence: continue to monitor enterprise for similar incidents related to this or similar products. Recommend coordinating with your mtf logistics department to contact the manufacturer and file a formal complaint regarding the defective product. Consider arranging for the return of the remaining defective batch to the manufacturer to explore options such as internal evaluation, replacement, and/or refund.